Event description:
It was reported that during a scheduled pacemaker replacement procedure, the atrial lead could not be separated from the header. The set screw appeared to be stripped. Physician was unable to separate the lead from the header despite cutting the epoxy header. Therefore, he elected to cap the atrial lead and did not reimplant a new atrial lead as the patient was paced only 17% of the time. The new pacemaker was set to vvi mode. There were no patient complications from the procedure.

Manufacturer narrative:
The event of atrial set screw could not be untightened to remove the atrial lead was confirmed. The cause was due to the calcified blood filling the set screw inset. The set screw could be untightened after removing the calcified blood from the set screw inset. The blood in the set screw inset was most likely due to the damaged septum caused by the hole punched by the torque wrench. The device was tested on the bench and no anomalies were found. Correction: device return status was unchecked in the previous report. This report notes that the device was returned on aug 14, 2017.